Event description:
Per the clinic, the patient is prone to accidentally impacting the abutment site, resulting in the formation of blood blisters that subsequently bleed. The patient later developed an infection at the abutment site, necessitating removal of the abutment on (B)(6) 2026, under general anaesthesia.